Event description:
A healthcare professional reported that a patient was injected 2ith 0.2mls of juvéderm® voluma¿ with lidocaine. Post injection it vascular occlusion to the chin apex. Patient went back for a clinical review and the prescribing hcp did some dissolving with hylase. The patient came back 2 days later then injector dissolved the area with hylase again. The injector is continuing to review the patient.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.